Event description:
The manufacturer received information alleging device has strange odor, burning/smoke/electrical odor, nasal/throat irritation or soreness, device has burning smell, nose irritation, sore throat CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on june 10, 2024 and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information device has strange odor, burning/smoke/electrical odor, nasal/throat irritation or soreness, device has burning smell, nose irritation, sore throat CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated and during evaluation manufacturer observed dust like contamination on top of the blower. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. Section h6 type of investigation findings and investigation conclusions has been updated.